Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-07644. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. It was noted that the patient had a trivial effusion before the procedure started. A 24 mm watchman ® laa closure device and delivery system was inserted into the watchman ® access system. The closure device was in the appendage and they noticed that it was tenting so they asked the physician to pull the closure device back a little bit and he did and the device was successfully deployed and released. After the device was released, they checked for pericardial effusion and they noticed that there was a small amount of effusion about 0.4 cm , so they monitored it before transferring the patient out of the lab. The patient was stable at that time. The patient came back down the lab an hour later due to hypotension and they did a repeat echocardiogram and showed that pericardial effusion became larger, so patient ended up having a successful pericardiocentesis. The patient was stabilized after and the following day the patient was doing fine.